Event description:
This is 2 of 2 similar reports at the same user facility. At end of hemodialysis treatment foaming was observed in the extracorporeal circuit. Staff believe that the air originated somewhere on or around the needle, but no actual leak was visible. Blood volume in the tubing and dialyzer were discarded resulting in ebl=250cc. Pt was taken to hospital for suspected air embolus.